Event description:
112' yellow stripe pressure tubing extension set with anti-siphon valve's hub came off the end of tubing. The hub remained attached to the patient and the tube was running the epidural on the bed.